Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had difficulty loading a new cartridge onto the pump. There was no damage to the cartridge or guide rail. During troubleshooting with tandem technical support, the customer was able to slide a cartridge onto the pump. The customer's blood glucose (bg) level was 530 mg/dl. A correction bolus was delivered and a nurse administered an insulin injection to address the bg level.